Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 2mm x20mm x143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood and in the hub, contrast in the inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, located at the proximal end of the proximal markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. Review of the product specification indicating the rated burst pressure (rbp) of the complaint device was performed. With the reported information, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 2mm x20mm x143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.